Event description:
Per the clinic, the patient experienced a decline in performance with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6), 2014.

Manufacturer narrative:
This report is filed september 18, 2014.

Manufacturer narrative:
(B)(4).